Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the device had impact marks on the strike plate and the threaded tip had fractured. Additionally the device was submitted for further analysis. Analysis determined a common failure mode for the threaded inserter tips is bending overload of the threaded tip, some of which may have also had minimal threads engaged at the time of fracture. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery while implanting a shell trial the threaded portion of the g7 inserter cracked leaving a portion of the inserter threads inside the trial shell. No additional information.